Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306594 and lot number 4235930. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported luer damage. Event description: on (B)(6) 2025, after the patient received an infusion, it was discovered that the needle plug was damaged when attempting to seal the tube. It was not possible to seal the tube for the patient in a timely manner. After replacing the pre-filled syringe, the tube was sealed for the patient in a timely manner. Upon inspection of the entire box of pre-filled syringes, it was discovered that several pre-filled syringes had the same problem, indicating a quality issue.